Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address articular surface implant fracture and polyethylene wear accompanied by pain approximately fifteen (15) years post-operatively. The articular surface and patella were removed and replaced. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - natural knee ii articular surface size 1, 2 right 11mm catalog #: 00542402111, lot #: 61101460, nexgen precoat femoral component size e right catalog #: 00575001502, lot #: 61226847, natural knee nonporous stemmed tibial component size 1 right catalog #: 630701210, lot #: 61249588. G2 - report source - foreign: the event occurred in australia. Visual evaluation of pictures provided confirmed the articular surface exhibited signs of wear, however, no evidence was provided to confirm the patellar wear. Radiographic review confirmed possible polyethylene wear of the lateral compartment with associated metal on metal appearance. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report was previously submitted erroneously on apr 2, 2025, jun 9, 2025 and jul 30, 2025 under manufacturing report number 0001822565-2025-00865.